Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. UDI: not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k): k926214. The actual sample was received for evaluation. Visual inspection of the actual sample revealed that approximately 35mm - 90mm from the distal end of the shaft, the urethane outer layer had been peeled off and the core wire was exposed. The peeled urethane outer layer had been wound around the main body. Approx. 100mm - 110mm from the distal end of the shaft, the urethane outer layer had been peeled off and the core wire was exposed. Magnifying inspection of the urethane peeled off surface obtained the following findings. The surface of the urethane outer layer on all the peeled off sections was found smooth. The urethane outer layer had been sheared at an acute angle. A crack developed toward the distal direction and some abrasions were found around the urethane outer layer peeled-off section. From this, it is likely that a sharp and rigid object had come into contact with the actual sample in the direction toward the distal end. Around 110mm from the distal end, the urethane outer layer of about 1mm-long x 1/2-1/4 circumferential width was missing. The outer diameter of the actual sample was measured on the intact segment and confirmed to meet the specifications. Reproductive testing was performed. Based on an assumption that the actual sample had contact with a sharp metal device (e.g. Metal needle) when withdrawn, the reproductive test as follows was performed: a guidewire sample was inserted into a metal needle and withdrawn from it. As a result, the urethane outer layer was sheared off the guide wire. Magnifying inspection of the sheared section of the urethane outer layer found that it was sheared in an acute angle and its surface was in a smooth state. The state of damage was found similar to that observed on the actual sample. A review of the device history record of the product code/lot# combination was conducted with no findings. IFU states: do not use a metal torque device with the guide wire m. Use of a metal torque device may result in damage to the wire. Also, do not slip a tightened up torque device over the wire, as this may result in damage to the wire. Do not use the guide wire m with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the guide wire m plastic coating to shear and/or sever the wire. Based on the investigation results, it is likely that the actual sample while being manipulated came into contact with a sharp and rigid device (e.g. Metal needle), and subsequently, when the actual sample in that state was withdrawn, the urethane outer layer got peeled-off. From the available information, however, it is difficult to determine when it happened exactly, therefore, the cause of occurrence cannot be clarified. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the urethane coating seemed to have been peeled off when the guide wire was removed after ivh treatment. No further information is available. It is unknown whether it was used in combination with a metal needle. It occurred at the time of removal after the operation, no residual in the body. There was no harm to the patient's health.